Manufacturer narrative:
It was determined at analysis that the programmer failed thermal sensor 7 at functional testing, the power supply was replaced. Analysis also noted that the nylon stand-off was broken, and handle covers were broken. The programmer hard drive was reconfigured and updated software. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for a software update and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.